Event description:
It was reported that the patient developed infection at the pocket site. Incision site red, swollen and hot in the area. The infection was procedure related and not device related. Antibiotics were prescribed and the infection went away.